Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central monitors go out of pause automatically and also go into the pause mode automatically. No adverse event involving patient or user was reported.

Manufacturer narrative:
The customer was to keep a log book and log all of the instances of the issue. The customer said that the issue was not reproduced.